Event description:
Event description guidant received information that this endocardial lead displayed high pacing thresholds leading to exit block, noise and oversensing leading to an inappropriate shock, and impedances over 3000 ohms.